Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Two (2) cfus of coagulase-negative staphylococci and gram-positive bacillus were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the connecting tube had a leak. The insulation on the plastic distal cover did not meet the standard value. The light guide rod lens was cracked. The cement had wear and tear. The bending section cover glue was separated. The scope cover was broken. The angulation up/down knob was less or specified value. It was recommended the connecting tube be replaced to damaged coating on the protector and the universal cord due to a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during validation of the endothermo disenfector (etd) double, the evis exera iii colonovideoscope did not pass the hygiene test. The channels and distal end of the scope exceeded twenty (20) colony forming units (cfus) of bacteria. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture¿s review of the customer¿s provided cleaning disinfection and sanitization (cds) practices, clarification to the customer culture results, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted no deviations from the device instructions for use (IFU). The following was result of the culture test performed at the third-party labs, provided from the user. May 10, 2022. Sampling from: suction ch. Cfu: 76cfu. Bacterial identification: escherichia coli. Sampling from: suction ch. Cfu: 126cfu. Bacterial identification: enterococcus faecalis. May 12, 2022. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested the subject device, the results conformed to the regulation's recommendation. The following information is stated in the instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.